Manufacturer narrative:
Additional information: medtronic received additional information via patient report that echocardiograms showed minor regurgitation at one and two years post-implant. After three years, major regurgitation was occurring and the patient reported being tired and short of breath. The valve was explanted and replaced with a mechanical valve. The patient reported that the physician was uncertain what caused the regurgitation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Common potential causes for cuspal tear are calcification and/or tissue fatigue overtime. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, eleven months post implant of this bioprosthetic aortic valve, this valve was explanted and replaced due to a cuspal tear, and severe mitral insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information regarding this event have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)